Event description:
A malfunction was reported on a customer's pump, but no notable events occurred before the issue, and the malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Tandem customer technical support (cts) decided to replace the pump and instructed the customer to put the faulty pump into storage mode before returning it. The customer was informed that the replacement pump would be provided with updated software, and the old pump should be returned within ten days using a pre-paid label. The customer acknowledged and understood all the instructions provided.